Event description:
Health professional reported lap-band ap system removal occurred for "chronic dysphagia."

Manufacturer narrative:
(B)(4). Allergan has received the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Dysphagia, pouch enlargement, and hiatal hernia are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events.